Event description:
After the firing of a cs21 stapler in a right colectomy procedure, it ws observed that the tissue was not completely transected and the cs21 remained partially attached to the tissue. Other devices were used to remove the cs21 and complete the procedure. The patient's health was not adversely affected by the malfunction.

Manufacturer narrative:
The returned cs21 was tested and performed according to specifications. The root cause of the partial tissue transection could not be determined. Evaluation summary: cs21 cut ring had a normal cut and the depth looked usual. A new cut ring was installed into the anvil and unit was attached to flexshaft for functional test. Cs21 calibrated normally, opened fully, closed for firing range, fired staples into five layers of red colon foam, staple formation was acceptable and the cut was complete. See scanned pages.